Event description:
Patient was having an esophageal stent placement in endoscopy. During deployment of the stent, the graduated tip of the stent pusher came off the device and into the patient. The tip was able to be easily removed from the patient intact. No negative changes noted to the patient during the procedure. "33014831".